Event description:
Dealer stated that the brake mechanism (caster locking lever) on a rps350-1 patient lift is broken on both sides in the rear, it does not work at all anymore. Dealer thinks it is due to the operator stomping on it too hard.